Event description:
It was reported that a patient underwent an atrial flutter ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypotension and decreased consciousness that required medication. When the patient entered the room, atrial fibrillation had occurred. The patient¿s blood pressure was systolic 200 and diastolic 120. The patient was a little nervous but was able to communicate in general. Near the end of the procedure, during the ablation, the flutter ceased. It was the first time of sinus rhythm during this procedure. After that, when the additional ablation was conducted, steam pop occurred. Blood pressure decrease (from systolic 120 / diastolic 90 to systolic 75 / diastolic 69) was confirmed, so thoracic cavity wall movement and pericardial effusion were checked by ultrasonography. No decrease of the thoracic cavity wall movement and no pericardial effusion were found. When the patient was in the catheterization room, noradrenaline was administered, and the blood pressure was recovered to systolic 112 / diastolic 90. By checking the data after the procedure, the blood pressure decrease was considered to have occurred at almost the same time when the flutter ceased. The patient recovered with allergy therapy. Regarding the decrease in consciousness level, the patient was temporarily dim during the procedure, but his response was improved to the level that could answer when asked his name, and bending and stretching his fingers when the patient left the catheter room after the procedure. Patient fully recovered. Immediately after the procedure, extended hospital stay was considered for examination and treatment, but on the day after the procedure, the physician commented that discharge was scheduled without extended hospital stay. Although the exact cause of the event was unknown, the physician believed that an allergic reaction might cause the event because the patient recovered with allergy treatment. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31325501l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).